Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5 and h3 per new information received. H3: product evaluation. Customer report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Suture holes were visible near all three black stitch markings on the sewing ring; one suture hole near each. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case there was no allegation that a serious injury or death is related to the intervention performed to treat the pvl (intra-operative valve exchange or standard surgical techniques); there was no alleged malfunction of the device that led to serious injury or death; there was no intervention to treat the pvl performed after the initial implant surgery.

Event description:
Edwards received notification that a 25mm aortic valve was explanted at implant due to pvl likely due to wrong sizing. As reported the pvl was noticed with intra operative echo. A 27mm valve was then selected, but when trying prepared delivery system, while screwing on the insertion tool to the valve, they could not get it to stick. Several nurses tried to connect with not success. Another size 27mm kit was opened. There was no issue with the new system this time and the 27mm valve was implanted successfully. Per echo review large paravalvular aortic regurgitation was confirmed.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was returned for evaluation and product evaluation is in progress. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm aortic valve was explanted after an unknown implant duration due to perivavular leak. A 27mm valve was implanted successfully. As reported, the pvl was noted on the intra-operative echo. The surgeon had some experience in this model, but was not certified. The surgeon was supervised by another surgeon who was certified.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.